Manufacturer narrative:
Event date: this event occurred from (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-nine (29) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had black particulate matter; further described as ¿mostly the location is the administration port¿. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from august 18, 2021 - august 19, 2021. H10: (B)(4) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a white polymeric particle loosely on the interior wall of the fill port of 1 sample. The reported condition was verified in the 1 sample only. The cause of the condition could not be determined. The reported condition was not verified in the remaining (B)(4) samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.